Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The pt is scheduled for revision surgery. Lead break is suspected. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to confirm the cause of the high lead impedance test result. No adverse event was reported in conjunction with the high lead impedance condition.

Event description:
Product analysis summary: the lead assembly was returned for analysis in two pieces. The lead was received without the electrodes and lead body. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead is consistent with conditior's that exist after the explant procedure. The connection between the setscrew and lead pin showed evidence that, at one point in time, proper mechanical and electrical connection was present. Since the remaining portion of the lead was not returned for analysis it is unable to determine whether or not a lead break occurred on the unreturned portion. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator med electrical test specifications. There were no visual anomalies identified or observed.